Event description:
An interventional radiologist was deploying a stent. He stated that the balloon burst at 10 "atm". A follow up with another balloon was done to be sure the stent was in the position intended. No harm came to the patient.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.